Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown plate, part and lot numbers are unknown. Et.al: chang-wug ohb, jong-keon ohc, joon-woo kim, woo-kie min, il-hyung park, hee-june kim qiugen wang. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: yusof, n., et al, (2009). Percutaneous plating in paediatric tibial fractures. Injury, int. J. Care injured, 40, 1286¿1291. The authors reviewed 16 patients (14 boys and 2 girls) whose tibial fractures were treated with percutaneous plating technique between 2000 and 2007. Mean age at operation was 10 years 9 months (range: 6-16 years). Synthes devices, proximal lateral tibial locking plate, or limited contact dynamic compression plate or proximal lateral tibial locking plate were used. Mean follow up was one year eight months. A (B)(6) experienced skin-tissue irritation by plate or screws. The synthes plate was not specified. The authors concluded that percutaneous plating can be successful when used for tibial fracture care in children and adolescents. This report is for an unknown plate. This is report 1 of 1 for complaint (B)(4).